Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Blocks h3 & h6: the eagle eye platinum catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum (eep) catheter was used for a peripheral procedure in the external iliac vein. During pullback, the eep got stuck within the non-philips guide catheter, and could not be withdrawn. Attempts were made to remove the eep from the guide catheter, but the distal portion of the eep separated; however, it remained inside the guide catheter, and was removed all together. The procedure was completed with a new eep with no patient injury reported. This product problem is being submitted because the eagle eye platinum catheter shaft separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block h3: the eagle eye catheter was returned in two pieces. The distal section includes the distal tip, scanner, inner member, and a portion of the distal shaft; measuring approx. 15 cm in length. Visual inspection found a zippered tear along the distal shaft and the inner member. The proximal section includes the remaining portion of the distal shaft; measuring approx. 139 cm in length. At the location of the separation, the distal shaft was stretched, the microcables were broken, and the core wire was exposed, resulting in sharp edges observed. The total length combined is 154 cm, which is outside the measurement spec of 147.5-152.5 cm due to stretching. Block h6: the probable cause of the reported failure is damage during removal/handling. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.